Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported the adaptive stim is not working for about 3 -4 months. Patient asked for contact information for local representative. Patient service reviewed reps role and recommend patient consult with healthcare provider ofc for next steps. Patient sated they spoke with hcp ofc and was told to call reps to set up apt. Patient stated he tried calling the previous reps but unable to contact them. Ps sent email to local reps. Patient asked about ins longevity due to insurance coverage.ps reviewed information. Patient stated the adaptive stim is not recognizing the upright position. Patient has hcp appt on 9/27. He wanted to waited until his hcp appt to be seen regarding his adaptive stim issues.